Manufacturer narrative:
D10 concomitant products: unknown egia su, unknown endo gia sulu (lot#:unknown) takeo fujita. "Short-and middle-term outcomes of robot-assisted minimally invasive esophagectomy for highly locally advanced esophageal cancer with stage ct3 borderline and ct4b at initial diagnosis", 2025, https://doi.org/10.1007/s00464-025-11666-9. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study including 81 cases of locally advanced esophageal squamous cell carcinoma undergoing either robotic or conventional minimally invasive esophagectomy with curative intent was completed between 2018 and 2022. Endo gia radial reload with tristaple technology was used to create the gastric conduit. Linear anastomoses were achieved using 45mm and 60mm linear endo gia loads with tristaple technology. Complications included anastomotic leakage. Interventions listed included computed tomography scans or other radiological imaging. Other complications not device related include pneumonia, arrhythmia, and recurrent nerve palsy. Additionally, in-hospital deaths occurred in two cases with reasons unspecified. Short-and middle-term outcomes of robot-assisted minimally invasive esophagectomy for highly locally advanced esophageal cancer with stage ct3 borderline and ct4b at initial diagnosis surgical endoscopy (2025) 39:2994¿3005. Https://doi.org/10.1007/s00464-025-11666-9 takeo fujita takfujit@east.ncc.go.jp.